Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to moisture from rain. Customer's blood glucose reading at the time of the call was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. The unit also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.